Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 2: chief crna states, "custom blood set tubing #490530 is leaking at y junction." No injury reported.

Manufacturer narrative:
Event 2: this report has been identified as b. Braun medical internal report number (B)(4). No samples were received for further evaluation. However, due to other complaints of this nature, b. Braun medical inc. Is issuing a voluntary device recall removal for batch number: 0061685105 for the blood administration sets. The lot was distributed between august 30, 2019 and september 18, 2019, and has an expiry date of june 30, 2022. B. Braun medical inc. Has identified through complaints the potential of leakage at the joint between the blood filters and tubing. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.